Manufacturer narrative:
G4: 510k is unknown. No product information has been provided. B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the device downstream occlusion sensor was identified to be damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso sensor was replaced.

Event description:
It was reported that the device activated an occlusion alarm, and would not charge. There was no report of patient involvement.